Event description:
It was reported that while using bd accuri¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. The pump tube was replaced on saturday. After the replacement, I cleaned it and noticed that the red tube on the right side of the waste liquid pump had come off during the process. I tried to put it back in a hurry, but it couldn't be applied immediately and the liquid may have flowed to the bottom. The leaked liquid was wiped as far as it could be wiped, but I would like you to come and see it once. The connector of the waste liquid pump feels loose, so please replace it. Please replace the red tube if necessary. I started it once and asked to check if the power was turned on first and if there was anything wrong with it. If it was obviously strange, such as smoke or burnt smell, I requested that it be forcibly terminated. For the time being, work time is 4 hours + a connector is used to create an estimate. The internal tube came off from the user's teacher and facsclean leaked. We have already wiped it off, but please tell us about other measures. The internal tube is off."

Manufacturer narrative:
The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, and serial # (B)(6). Problem statement: customer reported a complaint regarding biohazard liquid not contained within instrument. Manufacturing device history record (DHR) review: part # 660517, serial # (B)(6) file # 660517-660517-r660517591034-106877761-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a disconnected waste tubing. The customer had initially reported that after a pump replacement, the instrument was started up and the red tubing on the side of the waste liquid pump had disconnected and leaked waste fluid. An fse (field service engineer) was sent onsite to observe the issue. The fse confirmed the leakage, cut a portion of the disconnected tubing, and reconnected it. They then performed an internal inspection of the instrument to confirm that there was no damage to the instrument. After the repairs and inspection, the instrument was tested and confirmed to be functioning as expected with no further leakages. No parts were requested for evaluation as there were no parts replaced. Although a waste leakage poses the threat of contamination to the user upon contact, the customer confirmed that they were not harmed during this event. Additionally, the customer confirmed that the leakage was not under pressure and thus did not increase the risk of contact. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Work order notes: subject / reported: the red tube of the connector of the perista tube on the waste liquid side came off and leaked. Problem description: the red tube of the connector came off and leaked. Work performed: (treatment) ? Cut the removed tube and reconnect it. ? Remove the main body from the cover and carry out an internal inspection. ? Qc sensitivity fine adjustment (result) there is no influence of liquid leakage inside the equipment, we have confirmed the normal operation of the device. Cause: (phenomenon) the removed tube was in a state of being reinserted by the customer. The following work was performed to see if the inside of the device was wet and broken. Solution: (treatment) ? Cut the removed tube and reconnect it. ? Remove the main body from the cover and carry out an internal inspection. ? Qc sensitivity fine adjustment (result) there is no influence of liquid leakage inside the equipment, we have confirmed the normal operation of the device. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste tubing. Upon arrival, the fse confirmed the leakage and resolved it by cutting the leaking tube and reconnecting it. The fse then did an internal inspection of the instrument and confirmed that the leakage did not damage the internals. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed as this instrument is for research use only. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10.

Event description:
It was reported that while using bd accuri¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air fluid. 2. Was the leak contained within the instrument no. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. The pump tube was replaced on saturday. After the replacement, I cleaned it and noticed that the red tube on the right side of the waste liquid pump had come off during the process. I tried to put it back in a hurry, but it couldn't be applied immediately and the liquid may have flowed to the bottom. The leaked liquid was wiped as far as it could be wiped, but I would like you to come and see it once. The connector of the waste liquid pump feels loose, so please replace it. Please replace the red tube if necessary. I started it once and asked to check if the power was turned on first and if there was anything wrong with it. If it was obviously strange, such as smoke or burnt smell, I requested that it be forcibly terminated. For the time being, work time is 4 hours + a connector is used to create an estimate. The internal tube came off from the user's teacher and facsclean leaked. We have already wiped it off, but please tell us about other measures. The internal tube is off."

Manufacturer narrative:
Please note the investigation will be updated to reflect correct reference to user guide accuri, not lyric, and if this has impact to supplemental correction. H.6. Investigation summary: investigation summary: scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, and serial # (B)(6). Problem statement: customer reported a complaint regarding biohazard liquid not contained within instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. Complaint trend: there are 5 complaints related to waste leakages not contained within the instrument; pr# 3176536, 3956594, 4355986, 5054528, and this one, 5277165. Date range from 29may2021 to date 29may2022. Manufacturing device history record (DHR) review: part # 660517, serial # (B)(6), file # 660517-660517-r660517591034-106877761-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a disconnected waste tubing. The customer had initially reported that after a pump replacement, the instrument was started up and the red tubing on the side of the waste liquid pump had disconnected and leaked waste fluid. An fse (field service engineer) was sent onsite to observe the issue. The fse confirmed the leakage, cut a portion of the disconnected tubing, and reconnected it. They then performed an internal inspection of the instrument to confirm that there was no damage to the instrument. After the repairs and inspection, the instrument was tested and confirmed to be functioning as expected with no further leakages. No parts were requested for evaluation as there were no parts replaced. Although a waste leakage poses the threat of contamination to the user upon contact, the customer confirmed that they were not harmed during this event. Additionally, the customer confirmed that the leakage was not under pressure and thus did not increase the risk of contact. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd accuri c6 plus system user's guide, #23-18013-01, rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # 01697925 install date: 26oct2020 defective part number: n/a work order notes: subject / reported: the red tube of the connector of the perista tube on the waste liquid side came off and leaked. Problem description: the red tube of the connector came off and leaked. Work performed: (treatment) ? Cut the removed tube and reconnect it. ? Remove the main body from the cover and carry out an internal inspection. ? Qc sensitivity fine adjustment (result) there is no influence of liquid leakage inside the equipment, we have confirmed the normal operation of the device. Cause: (phenomenon) the removed tube was in a state of being reinserted by the customer. The following work was performed to see if the inside of the device was wet and broken. Solution: (treatment) ? Cut the removed tube and reconnect it. ? Remove the main body from the cover and carry out an internal inspection. ? Qc sensitivity fine adjustment (result) there is no influence of liquid leakage inside the equipment, we have confirmed the normal operation of the device. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000214703, rev. 01/vers. A, risk analysis accuri c6 plus was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: 2.1.2 hazard event: exposure to biohazardous material during preventative maintenance. Cause of event: user spills sample waste fluid while changing the pump tubing in the waste pumps peristaltic pump. Harmful effects: exposure to biohazardous material. Risk control(s): pcyt-648 ¿ labeling biohazard pcyt-3054 ¿ labeling waste pump biohazard sy-3126 ¿ safety - biohazard user will apply the universal precaution - instructions for use guide - chapter on maintenance wear suitable ppe ¿ biological safety ¿ safety and limitations guide implementation verification: mpi 7100279 ¿ mpi, assy., case, c6 23-14661-00 bd facsvia¿ safety and limitations mpi7100337 ¿ mpi, assy, inner chassis, mg ¿ see pcyt-648 23-14662-00 bd facsvia¿ instructions for use effective verification: same as implementation verification probability: 2 severity: 4 risk index: 8 residual risk evaluation: afap new hazards: none mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste tubing. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn waste tubing. Upon arrival, the fse confirmed the leakage and resolved it by cutting the leaking tube and reconnecting it. The fse then did an internal inspection of the instrument and confirmed that the leakage did not damage the internals. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed as this instrument is for research use only. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd accuri¿ leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. Was the leak fluid or air¿ fluid. Was the leak contained within the instrument¿no. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. The pump tube was replaced on saturday. After the replacement, I cleaned it and noticed that the red tube on the right side of the waste liquid pump had come off during the process. I tried to put it back in a hurry, but it couldn't be applied immediately and the liquid may have flowed to the bottom. The leaked liquid was wiped as far as it could be wiped, but I would like you to come and see it once. The connector of the waste liquid pump feels loose, so please replace it. Please replace the red tube if necessary. I started it once and asked to check if the power was turned on first and if there was anything wrong with it. If it was obviously strange, such as smoke or burnt smell, I requested that it be forcibly terminated. For the time being, work time is 4 hours + a connector is used to create an estimate. The internal tube came off from the user's teacher and facsclean leaked. We have already wiped it off, but please tell us about other measures. The internal tube is off."